Event description:
It was reported that "the customer inserted guidewire to catheter but felt that guidewire couldn t advance forward". This was found during procedure preparation before insertion to patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened radial artery catheterization set for evaluation. Microscopic examination revealed the distal end of the guide wire contained offset coils. This damage is consistent with undue force being applied on the guide wire while introducing into the needle. The remainder of the guide wire appeared undamaged. The distal weld was fully formed and spherical. Visual examination of the introducer needle did not reveal any defects or anomalies. The total length of the returned guide wire measured to be 125 mm which is within specifications of 122-126 mm per product drawing. The outer diameter of the guide wire measured to be 0.381 mm which is within specifications of 0.381-0.404 mm per product drawing. The inner diameter of the needle cannula (measured from both the distal and proximal ends) measured to be 0.017" which is within specifications of 0.0165-0.0180" per product drawing. No dimensional issues were detected. The returned guide wire was able to pass through the returned introducer needle with significant resistance encountered at the kink. A lab inventory guide wire was able to pass through the returned introducer needle with minimal resistance. A manual tug test confirmed the proximal and distal welds were fully intact. The catheter over needle was flushed using a water-filled lab inventory syringe. No blockages were detected. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed.". The customer report of swg/needle resistance was confirmed by complaint investigation of the returned sample. The guide wire contained kinked/offset coils near the distal tip, which led to resistance when inserting through the needle. This damage is consistent with undue force being applied on the guide wire while introducing into the needle. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "the customer inserted guidewire to catheter but felt that guidewire couldn t advance forward". This was found during procedure preparation before insertion to patient.